Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned to the MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of left tibial component approx 4 years post operatively due to loosening.